Manufacturer narrative:
The screw was returned with an abutment and crown attached. Visual inspection found it to be completely severed in tow pieces; the threaded portion was not returned. The hex head had signs of strip damage. There was a hole in the crown which looked like an access hole for the purpose of removing the screw. The abutment looked to be in functional condition; the fingers of the abutment were in place. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw. The dentist was unable to retrieve the fractured screw portion in the implant.